Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of inappropriate shock therapy. Low out of range shock impedance measurements of 1 ohm was observed following shock delivery. Additionally, poor sensing was noted with a flat line. Tachycardia therapy was programmed off and the patient was admitted to the hospital for overnight evaluation. It was noted that the patient was out of their home state and planned to go home the following day for follow up with their regular physician. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported. It was reported that this patient was noted to suffer from twiddler's syndrome. Surgical intervention was undertaken. The device and this electrode were explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of inappropriate shock therapy. Low out of range shock impedance measurements of 1 ohm was observed following shock delivery. Additionally, poor sensing was noted with a flat line. Tachycardia therapy was programmed off and the patient was admitted to the hospital for overnight evaluation. It was noted that the patient was out of their home state and planned to go home the following day for follow up with their regular physician. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.